Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Accolade trunnion with 44 metal head with excessive wear causing hip revision. Update 02/january/2019: as reported by rep "black tissue was very visible in the patient...unsure if the head disassociated from the stem, however the trunnion had significant wear. Left side operative side. Head was downsized to a 36 mm and stryker titanium cup was not revised, but poly was revised accommodate the 36 head".